Event description:
It has been reported that the bd precisionglide¿ needle has been found clogged during use. The following has been provided by the initial reporter: it has been reported by some patients that 13x0.3mm needles from lot 9030851 appear to be "clogged", since even withdrawing from the sealed package, at the time of application, the medicine does not come out by the needle, making it impossible to use.

Manufacturer narrative:
H.6. Investigation summary: ten (10) samples were received from the customer for investigation in sealed blister packs. All the samples were visually examined and were found to not be clogged as light was able to pass through the needles. While a definitive root cause could not be determined, foreign material (fm) can be introduced to the fluid path during the manufacturing process which could cause the needle to become clogged. All product is automatically checked for clogged needles during the production process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Based on the investigation conclusion the condition reported by the customer could not be confirmed. Therefore, no corrective or preventative actions are proposed in the scope of this complaint. H3 other text : see section h.10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd precisionglide¿ needle has been found clogged during use. The following has been provided by the initial reporter: it has been reported by some patients that 13x0.3 mm needles from lot 9030851 appear to be "clogged", since even withdrawing from the sealed package, at the time of application, the medicine does not come out by the needle, making it impossible to use.